Event description:
Intl ((B)(6)) complaint received concerning unk dialysis catheter; tubing sets that were in use with two d1000 tego connectors, lot #unk. The initial (as translated) info received reports "...air entry within the arterial branch of the catheter when the arterial tubing was disconnected... Clinical consequences: (potential for) gas embolism. ..the tego caps were changed the same morning.". Although requested add'l info concerning this incident, device set-ups was not provided. It is the mfrs. Understanding that there were no adverse pt consequences or outcomes.

Manufacturer narrative:
Device return: one used d1000 tego connector was returned for analysis and investigation. Visual inspection (pre and post decontamination) was performed. The results recorded various component damages including a tear in the corner of the seal slit. Engineering testing and analysis was conducted. The returned tego connector was air leak tested per the applicable product specifications. The results recorded leakage originating from the tear in the corner of the silicone seal. Previous investigations of these types of tego component damages (torn seals) have been replicated and are attributable to incorrect usage/techniques. Those investigations identified various usage/techniques including; off center insertions and or off-center access with a long male luer slip type connectors while attaching/detaching; over tightening and use of non-compatible mating/access devices that fail to meet the iso standard 594/2. The d1000 tego connector directions for use (dfu) provides instructions and cautions for these described usage conditions. Findings: engineering analysis of the one returned tego connector confirmed air leakage issue. The root cause of the leakage was attributable to component damage/tear in the corner of the seal slit. The exact cause of the component damage is unk. This report and the associated info have been provided to the distributor and reporting facility for their review and records along with a recommendation that the product representatives conduct training and in-servicing of the involved facility staff.